Manufacturer narrative:
The external visual inspection of the device revealed separation of the silicone around the can as well as a cut magnet cavity, a cut dummy coil, and the electrode ground ring sleeve was dislodged. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained only at certain spacing. The no lock condition prevented one of the electrical tests from being performed. The device passed some of the electrical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced no lock with internal device and external equipment. The external equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was implanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed separation of the silicone around the feedthru as well as a cut magnet cavity, a cut dummy coil, and a dislodged electrode ground ring sleeve. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained only at certain spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across as well as between several electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, dye penetrant test data, and internal visual inspection it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A CAPA was implemented. This is the final report.